Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and found several sample short, sample clot detection, and abnormal aspiration errors. Three of them were triggered close to the false-high sample result. According to the customer, no foam was present on the sample and no fibrin clots or strands were present in the sample. In addition, no foam was present on an assay reagent. No product problem was found.

Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient sample with a cobas e 801 module. The initial result was 374 pg/ml. This result was reported outside of the laboratory. The repeated result was 15.8 pg/ml. The second repeated result on a second analyzer was 16 pg/ml. The third repeated result on a second analyzer was 17 pg/ml. A second sample was tested 2 hours later on an unknown analyzer with results of 13 pg/ml and 14 pg/ml respectively. A corrected report was provided to the patient's physician. The reagent lot number was 53095101 with an expiration date of 31-jul-2022.